Event description:
Per the clinic, the patient experienced an infection around the implant side resulting in necrosis of the skin flap; however, the issue could not be resovled.the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
This report is filed february 28, 2014.

Manufacturer narrative:
(B)(4).